Manufacturer narrative:
The investigation is ongoing. Device remains implanted in the patient.

Event description:
As reported through implant patient registry, approximately 6 months post implant of a valve-in-valve procedure with two 29mm sapien 3 valves in the tricuspid position, a 3rd 26mm sapien 3 valve was implanted. The reason for the 3rd valve is unknown at this time.

Manufacturer narrative:
Update to h6 (health impact, type of investigation, investigation findings, and investigation conclusion) h8 and h10. The 29mm sapien 3 valve was not returned to edwards lifesciences for evaluation. The valve(s) remain implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During the manufacturing process, the entire device is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The certitude delivery system with s3/s3u IFU and the certitude delivery system procedural manual were reviewed for guidance. The procedural manual provides guidance on post-procedure care. Thv recipients should be maintained on daily anti-coagulant/anti-platelet therapy except when contraindicated, as determined by their physician. In addition, per the instructions for use (IFU), non-emergent reoperation is listed as one of the potential risks associated with the device and tavr procedure. A review of edwards lifesciences risk management documentation was performed for this case. Tricuspid procedure using the sapien 3 (s3) with the certitude delivery system (ds) is not indicated for use in united states of america. The risk management file captures risks for indicated device use only. Additional assessment of the failure mode is not required at this time. It should be noted that in this case the thv was implanted in a tricuspid position. The sapien 3 (s3) with the certitude delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. The IFU and training manuals in this section are for tf (transfemoral) procedure in aortic position and was reviewed for relevant guidance for an s3 implant using a certitude delivery system. The complaint for was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'approximately 6 months post implant of a valve-in-valve procedure with two 29mm sapien 3 valves in the tricuspid position, a 3rd 26mm sapien 3 valve was implanted. The reason for the 3rd valve is unknown at this time'. In this case, due to limited information, a conclusive root cause was unable to be determined at this time. To date, despite multiple attempts, no other information was forthcoming. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.